Event description:
It was reported that during a 3dimensions mammography system patient procedure on (B)(6) 2025, "error has been consistently throwing from friday 11/14 throughout weekend. States carriage is auto-flipping itself upside down without tech input. States manual switch is disengaging intermittently." No patient or user injury was reported. A hologic field service engineer (fse) was dispatched to examine the device and determined that the gantry and rotary switches needed to be replaced. The fse replaced the switches and verified that the system passed all tests and meets manufacturer specifications. No further information is currently available.